Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 32 mg/dl. The time and date of the hospitalization was not provided in the phone call. The cause of the hospitalization was due to the incorrect date and time programmed in the customer's insulin pump. Assistance was provided to the customer with trouble shooting and reprogramming the pump correctly. The outcome pertaining to the issue was resolved with the customer's insulin pump being reprogrammed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.